Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. (Calculated from the date when the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a driveline fault alarm. The patient and spouse attempted to change the system controller, however, the patient's backup system controller did not "wake up" when connected to power and the patient lost consciousness. The spouse called the implanting center to report the incident and the vad coordinator noted that red heart alarms were heard in the background while on the call. The spouse was instructed to change back to the primary system controller. When re-connected to primary system controller, the patient's spouse confirmed the green pump running symbol was on and no alarms were sounding. It was mentioned that the backup system controller remained "asleep." The patient remained on battery support and was taken to the emergency room before being transferred to the implanting center. It was additionally noted that the threads from a battery clip broke off and lodged within the white cable of the primary system controller and log files were unable to be collected. It was reported that the patient is doing better after the incident and no further issues were reported.

Manufacturer narrative:
The reported event of difficulty connecting the driveline to the system controller was not confirmed during analysis. The returned system controller was connected to a patient cable, power module, and system monitor. The system controller entered into the charge mode state without issue. The system controller was connected to the driveline of a test heartmate ii left ventricular assist system pump, and the system entered into the run mode state operating at a pump speed of 9800 rpm with no alarms active. The driveline and the system controller power cables were disconnected from the system controller and initiated into the sleep mode state without issue. The system controller was cycled through sleep, charge, and run modes several times without issue. The returned system controller was functionally tested and was found to function as intended. A full functional test was performed and the system controller passed all test steps. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The retrieved log file did not capture the reported event date. The event description and the log file, suggests that the driveline was not fully connected and the system controller did not enter into the run mode state during the system controller exchange. During testing, the system controller was connected to different test pumps without issue. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.